Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2017, it was reported that the insert where the roller goes is bent. There was no alleged event and the event occurred on (B)(6) 2017 during post-surgery check with no harm. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed the roller was damaged, the comb was bent, the side plates were dented, and the ball detents were all worn. No cutters were returned for evaluation. The calibration could not be pre-tested due to the damage to the comb. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, gears, and repaired the ratchet. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the insert where the roller goes is bent¿ was confirmed since during initial qa inspection of the skin graft mesher revealed the roller was damaged, the comb was bent, the side plates were dented, and the ball detents were all worn. While during initial qa inspection of the skin graft mesher revealed the roller was damaged, the comb was bent, the side plates were dented, and the ball detents were all worn, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the insert where the roller goes was bent post-surgery. Investigation results revealed that the comb was bent. No adverse events have been reported as a result of this malfunction.